Manufacturer narrative:
Review of the product history records indicates that products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by an FDA employee: patient alleges that she has faulty medical devices. She stated that she has tumors throughout her body which she believes are associated with her implants.

Manufacturer narrative:
This report was found to be a duplicate of a previously reported event under MFR report # 0002249697-2017-02509. Investigation findings will be provided in a supplemental report under MFR report # 0002249697-2017-02509 and any additional reports will be generated if needed.

Event description:
As reported by an FDA employee: patient alleges that she has faulty medical devices. She stated that she has tumors throughout her body which she believes are associated with her implants.